Manufacturer narrative:
At the time of the investigation, there was no CAPA and no trends associated with this event type. The product has not been returned for evaluation, and therefore cannot be evaluated. The lot number was not provided, therefore a DHR review could not be performed. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
It was reported that on (B)(6) 2021, the surgeon is performing a hand case using our cannulated compression headless screws. The head of one of the screws broken off during the surgery the rest of the screw remains inside the finger and then discarded the head of the screw into the garbage while talking to the physician we think it was stuck in an unknown k-wire and being entered and force putting the screw on top of the screw. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unk - guide/compression/k-wires: (part# unknown; lot# unknown; quantity: 1) this complaint involves an unknown number of devices.